Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall, patient's scs system was auto-reducing. Diagnostics indicated high impedances on both of the octrode leads. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 update: the reporter¿s information was updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing autoreducing due to high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update it was reported the patient¿s leads were revised on (B)(6) 2025. There were no complications. Effective therapy was restored.